Event description:
It was reported that during a plain old balloon angioplasty treatment procedure, a shaft fracture and balloon rupture occurred. The target lesion was located within a dialysis fistula. The physician advanced an 8mm gladiator balloon and it was inflated above rated burst when it ruptured. The balloon catheter shaft fractured inside of the patient and the physician surgically removed the device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).